Manufacturer narrative:
The insulin pump had a blank display due to a battery tube connector not plugged in properly. The insulin pump was received with a cracked case at a display window corner, a cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
Customer reported that the insulin pump's display was blank. After cleaning the batttery compartment and inserting a new battery, customer reported that the display sitll did not return. Blood glucose level was not provided. No further information was provided.